Event description:
The pt presented in the ER with inappropriate shocks. The ER physician felt that the rv lead had fractured. While replacing the rv lead, the physician chose to replace the ICD also. This device was retained by the hospital. Should add'l info become available, this report will be updated.